Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one broviac cvc s/l catheter was returned for evaluation and two electronic photos were provided for review. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture as a split was noted just distal to the luer on the clamping sleeve which appeared round and the split did not appear to penetrate through to the inner catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use indicates: irrigate the catheter with sterile heparinized saline (100 u/ml) and inspect for leakage. Clamp the catheter over the clamping sleeve(s). Selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram). 3. Follow the directions of your doctor or nurse regarding when to clamp. H10: d4 (expiry date: 01/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post placement, the catheter allegedly cracked on end fitting area. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2025) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post placement, the catheter allegedly cracked on end fitting area. The procedure was completed using another device. There was no reported patient injury.